Event description:
It was reported the patient is receiving good pain relief; however, when they lay down, it feels like they are "being tasered". It was noted that the patient either turns off or turns down their stimulation before laying down. It was further reported the patient has no concerns with their device.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v390371, implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-33, lot# v162256, implanted: (B)(6) 2010, product type: lead. Product ID: 3998, lot# v095777v02, implanted: (B)(6) 2010, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).